Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for parameters. The device accepted the microprocessor download, but subsequent testing found no sensing on either channel. Exposure to electrocautery was reported and the physician elected to replace the device.